Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2568, awareness date 02-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2008. The consumer reported she was injured from the essure implants. She had lost several teeth and developed hashimoto disease. She stated that it had also affected her nervous system and she underwent 4 surgeries in spinal cord and both hands and a partial hysterectomy to remove her right ovary 11cm cyst, all in a six-month period. She was still suffering from chronic pain and chronic fatigue and had fibroids and another cyst on her left ovary. She was waiting for a surgery date for a complete hysterectomy. The consumer was (B)(6) at the time of reporting. The product technical complaint investigation results which ptc number is (B)(4) was received on 23-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information, there is no relationship between the reported events and a quality defect. Company causality comment: this non-medically confirmed and spontaneous case report refers to an female consumer who had essure (fallopian tube occlusion insert) inserted and developed hashimoto disease and presented chronic pelvic pain. These events are serious due to medical importance and required intervention. Hashimoto disease is not listed for essure, while pelvic pain is listed. Hashimoto's disease is considered as unrelated to essure use, since essure acts locally in fallopian tubes and the main cause of this thyroiditis is a systemic autoimmune disorder. Pelvic pain may occur during essure use. Based on event's nature, causality with suspect insert cannot be excluded and since interventions were and will be required, this case is regarded as incident. Other non-serious events were also informed. Based on available information, there is no relationship between the reported events and a quality defect. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.